Event description:
New information received indicates that multiple anti-tachycardia pacing (atp) and a high voltage shock were delivered but the right ventricular (rv) lead failed to convert ventricular fibrillation (vf), and the patient claimed to have felt unwell. The patient had to be shocked externally several times.

Event description:
It was reported that during remote follow-up, the patient¿s right ventricular (rv) lead exhibited ventricular fibrillation (vf) under-sensing, and no high voltage therapy was delivered. Programming changes were made. The patient¿s condition remained stable.